Event description:
The customer called to get a replacement insulin pump because his has a blank display. The customer also stated that he was hospitalized with high blood glucose levels, chest pain, stomach pain and headaches. The customer stated that his sisters found him unconscious, and called the paramedics. The customer stated that he had been off the insulin pump for an hour when he was found unconscious. The customer was not able to troubleshoot at the time of the call. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.